Manufacturer narrative:
A visual observation of the provided photo of the screw was reviewed and confirmed the failure mode. The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2019, that utilized paragon 28 baby gorilla/gorilla plating system. The 2.5 x 12mm non-locking screw was reported broken upon contact with the plate. It was reported that the surgeon was not using extra external force for the screw to compress the plate to the bone. The incident extended the surgery by another 30 to 45 minutes. The patient is said to be an (B)(6) boy with a bone quality not as good when compared to an adult's bone. No further information was provided.